Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1900152 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during gastrectomy op, customer tried to pre-test but the function does not work and jaw is not opened clearly so clip stuck at the jaw.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load as it was unable to latch onto the bottom jaw. It was observed that there was a build up of biological material in the bottom jaw. The buildup of biological material was manually removed and another attempt was made. The following clip loaded properly and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from loading properly. In addition, the buildup of biological material also prevented the clips from loading. The sample was received with 5 clips remaining, indicating that 10 clips were fired by the end user. A CAPA has been opened to further investigate the clip stacking issue. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load as it was unable to latch onto the bottom jaw. It was observed that there was a build-up of biological material in the bottom jaw. The buildup of biological material was manually removed , and another attempt was made. The following clip loaded properly and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from loading properly. In addition, the buildup of biological material also prevented the clips from loading. The sample was received with 5 clips remaining, indicating that 10 clips were fired by the end user. A CAPA has been opened to further investigate the clip stacking issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a CAPA has been opened to further investigate the clip stacking issue. The reported complaint of "jaws not opening completely" was not confirmed based upon the sample received. However, a defect was found. The bent rotation tab is an indication that the clips were out of position and stacking on one another. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The clip stacking could prevent the clips from loading properly. In addition, the buildup of biological material also prevented the clips from loading properly.

Event description:
It was reported that during gastrectomy op, customer tried to pre-test but the function does not work and jaw is not opened clearly so clip stuck at the jaw.